Manufacturer narrative:
.

Manufacturer narrative:
This report is filed, march 23, 2016.

Event description:
Per the clinic, the patient experienced poor performance as a result of atypical impedances. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016; during the same surgery, the patient was re-implanted with a new device.